Manufacturer narrative:
The following fields have been updated with additional/corrected information: b5, d1, d5, e2, e3, h4, h6. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 21-nov-2022 to 20- nov-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device had drawer failure due to hardware malfunction. The field service engineer adjusted the c channels out to resolve the issue. The system functioned as after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that the pyxis medstation es system drawer failed to open and needed to physically remove it to get the cubie to pop open. The manufacturer tried to reach out customer for further information about this malfunction, but no other information was released. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the device had drawer failed to open and it tends to stick. The field service engineer inspected and removed the drawer far enough to adjust the c - channels out to resolve the issue. The system functioned as intended.

Event description:
It was reported by the customer that the pyxis medstation es system drawer failed to open and needed to physically remove it to get the cubie to pop open the manufacturer tried to reach out customer for further information about this malfunction, but no other information was released. There were no adverse events or injuries reported based on this event.